Event description:
It was reported that during an arthroscopy, the fast-fix 350 failed, and the t2 of the fast-fix could not be deployed, the t1 was left secured in the patient. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H2: additional information: a1, a2, a3, a4, b5 and e1. Corrected data: h6: health effect - clinical and impact code.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. There is a suture string from an unidentified device tangled with the suture string. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the fast-fix 360 failed. The t2 of the fast-fix could not be deployed. The t1 of the device was removed from the patient. The procedure was completed using a s+n backup device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. There is a suture string from an unidentified device tangled with the suture string. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The fast fix IFU (1060049) indicates, ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. There is a suture string from an unidentified device tangled with the suture string. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 350 failed, and the t2 of the fast-fix could not be deployed. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.